Event description:
It was reported that the implantable neurostimulator (ins) was not functioning. The patient had not charged in months. Discharge and overdischarge were discussed and the current status of the ins being off. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient was going to have an MRI of the head/brain that was unrelated to their device or therapy. It was reported that the implantable neurostimulator (ins) had been off for several years. The patient did not provide the reason. Depleted status and off status were reviewed as related to MRI guidelines.

Manufacturer narrative:
Concomitant medical products: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 37752, serial# (B)(4), product type: recharger; product ID 37092, lot# 250430002, implanted: (B)(6) 2010, product type: accessory; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 3487a-45, lot# j0546218v, implanted: (B)(6) 2007, product type: lead; product ID 377845, lot# v008658, implanted: (B)(6) 2007, product type: lead; product ID 3487a-45, lot# j0537751v, implanted: (B)(6) 2007, product type: lead. (B)(4).